Event description:
On (B)(6) 2010, the pt underwent surgery with palmar radius fracture plate. On (B)(6) 2010, the surgeon found the plate was broken. On (B)(6) 2010, the pt underwent revision surgery with a different plate (that was not a stryker product).

Manufacturer narrative:
Device enroute for investigation, but has not yet arrived.